Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that x-rays revealed the slotted connector on right l3 came loose. Revision surgery is expected to take place but has not yet been scheduled.

Manufacturer narrative:
It was reported on (B)(6) 2013 that x-rays show that the slotted connector on right l3 came loose. The patient has not been scheduled for revision at this time. The device was not returned for evaluation as it remains in the patient. A device history record (DHR) review could not be conducted as the device lot number is unknown. The provided operative report was reviewed by (B)(6). It was noted in her report that she was unable to comment on the loosed slotted connector based on the information provided. The status of fusion cannot be determined without appropriate imaging. A review of the complaint trend analysis found no other reported complaints for product code (B)(4), 12 months to date. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. Device not returned.